Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered another bolus without user interaction. Customer's blood glucose was 126 mg/dl. Tandem technical support reviewed pump bolus history and it was determined that the 2nd bolus was delivered due to user error. Customer was informed of the information. Customer acknowledged and understood the use error.